Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope exhibited the lines in the image. According to the initial reporter, this issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Additionally, the investigation confirmed the presence of dirt on objective lens, resulting in a foggy image. However, the definitive root cause could not be determined. Olympus will continue to monitor field performance for this device. Updated fields: h2, h3, h4, h6 and h11.

Event description:
No additional information received from the customer.